Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) was intermittently "pulsing" very fast. The patient was reportedly unable to sleep due to the pulsing. The patient was seen in clinic for the pulsating which was determined to be diaphragmatic stimulation from the left ventricular (lv) lead. Reprogramming changes were made and the lv lead remains in use. The device remains in use. No further patient complications have been reported as a result of this event.